Event description:
Additional information was received. A lead revision was performed. The right ventricular lead was repositioned successfully. Shortly after this revision procedure, a further system revision was performed due to a pocket infection. The system was removed however not replaced as the patient with this system did not want another device inserted.

Event description:
Boston scientific received information that two weeks post implant, the patient with this device and right ventricular lead was transported to the emergency room after receiving four shocks. Interrogation revealed this device was not sensing the patient's intrinsic sinus rhythm and was pacing at the lower rate limit of vvi 30 bpm. Threshold testing revealed no capture. Normal shock lead impedance measurements were obtained. Interrogation of the stored electrograms revealed four inappropriate shocks were delivered due to sinus tachycardia episodes and the device intermittently sensed both the atrium and the ventricular activity on the right ventricular lead that resulted in the four shocks in three separate episodes over approximately twenty minutes. Reportedly, the patient with this system was very distressed over this issue. Tachycardia therapy and pacing were turned off. An x-ray was performed that revealed the right ventricular lead had dislodged to the atrium. A lead revision will be performed in the next week. The patient remains hospitalized until the procedure is performed.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.